Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was randomly turning off. A field service engineer (fse) tested power cable, and it read 120v. Fse checked that all connections were secured. Fse ran test for power and station turned off. Fse replaced power supply. Station did not turn off when testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept turning off by itself. There were no adverse events or injuries reported based on this event.